Event description:
It was reported that a spectrum iq infusion pump failed the downstream occlusion test in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation, the reported problem of "failed downstream occlusion," was not reproduced. The device was tested for downstream occlusion detection and passed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the downstream sensor out of specification. The downstream sensor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.